Manufacturer narrative:
Additional information: b5 - description updated, b6 - test results, b7 - medical history, d1&2 - brand name, common name, product code, d4 - material, batch, expiration date, d6 - implant and explant dates, d10 - involved components, g4 - 510k, h4 - manufacture date.

Event description:
Update: the medical device was updated to nx060z - as tibia extension stem 10x52mm cemented, left knee. This is now considered to be an involved component. Associated medwatch reports: nx011z (aesculap ag reference no. (B)(4): 9610612-2026-00044), nx055z (aesculap ag reference no. (B)(4): 9610612-2026-00045). Involved components: nx060z/ as tibia extension stem 10x52mm cemented (aesculap ag reference no. (B)(4); 9610612-2025-00268). Nx230/ vega ps+ gliding surface t3/3+ 10mm (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a component of an unknown aesculap ag knee implant system. According to the complaint description, there was postoperative mechanical loosening. Revision surgery had been performed on an unspecified date. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4).